Manufacturer narrative:
PMA/510k: k011028, k013227. Device packaging has not been returned for evaluation. Product no returned to manufacture.

Event description:
It was reported that during dental surgery implant was missing from the blister. Surgery was completed by placing another implant.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The returned photograph shows the packaging of the reported device. The photograph only shows the outer packaging of the device, but does not show the inner vial where the implant is packaged. The complaint remains non-verifiable based on this photograph. Complaint indicates the implant vial was returned opened, and that no device was found within. The alleged event is non-verifiable, as the package was not returned, and the returned photos do not suggest any deficiency in the packaging. A root cause for the reported event could not be determined. UDI: (B)(4).